Manufacturer narrative:
The scope was returned to the olympus (B)(4) division for evaluation. The scope was found to foreign material existing the channel. The scope angulation wires were found stretched. There was a crack on the resin part of the scope. The adhesive part on the bending section rubber was worn out. The scope switch was found damaged. The channel was clogged/blocked due to insufficient cleaning and the physical damage to the scope was attributed to mishandling. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the working channel of the of scope was clogged and the lens was scratched. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.